Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, a boston v18 guidewire was used. It should be noted the absolute pro ll peripheral self-expanding stent system instructions for use (IFU) states: use a 0.035¿ (0.89 mm) diameter guide wire with the absolute pro .035 peripheral self-expanding stent system. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that the use of the undersized boston v18 guidewire resulted in the noted device damages (bent ibeam, bent and wrinkled sheath) bending the device in the anatomy such that it prevented the shaft lumens from moving freely; thus resulting in the reported activation/deployment failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified right superior femoral artery that is 60% stenosed. The 7.0x60mm absolute pro self-expanding stent system (sess) was partially deployed in the anatomy as the stent moving after only being 1/3 deployed. There was no issue noted with the thumbslide or handle. Therefore, device along with the stent was removed under fluoroscopy and once outside the patient the stent was fully deployed. A new absolute pro was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.